Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the left (live) monitor was not working. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with this event.